Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). Spoke with patient (B)(6) on (B)(6) 2026 at 11:38 am cst at (B)(6). To obtain additional information on whether the patient treatment was completed, if adverse effects were experienced, and if medical intervention was required. The patient was able complete treatment on the reported day doing hemodialysis. Regarding the hospitalization, the patient stated he was admitted on (B)(6) 2026 because his catheter was not functioning properly, as it was slipping out and had to be pushed back in. The patient confirmed that he switched modalities from peritoneal dialysis to hemodialysis during his stay. The patient confirmed this issue was not related to pd treatment or any fmc product, denied having any previous symptoms or catheter infections, and confirmed he received treatments while hospitalized. The patient also mentioned taking blood thinners, stated that his return to peritoneal dialysis would be around (B)(6) and was discharged on (B)(6) 2026. There was hospitalization, switch in modality due to catheter malfunction, not related to pd treatment or fmc product. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).